Event description:
It was reported that during a case, the apollo began to alarm for 'flow sensor inop' and flow values stopped being displayed. It was reported that the doctor increased the flows to try to restore the display of values. The patient reportedly developed a pneumothorax. The case was completed. An evaluation of the device indicated that the expiratory flow sensor was faulty.

Manufacturer narrative:
A draeger service technician evaluated the device on site on (B)(4) 2013 and identified that a flow sensor had failed. The flow sensor was replaced and the device tested and found to be fully functional. The electronic device log was captured and mad available for investigation. The log analysis revealed that at 11:26am, when the device was started in monitoring mode (no active ventilation), the flow sensor failure was detected by the device. The corresponding alarm message exp flow sensor fail was displayed an all volume based readings were displayed as inop. This behavior is the specified reaction on a torn flow sensor. Ventilation can be continued, pressure monitoring and pressure limitations are not restricted. At 12:06pm, automatic ventilation was started in volume mode. At 12:08pm, the device alarmed the first time for pressure limitation, indicating that high airway pressure - corresponding to the upper pressure limit as set by the user - was reached and ventilation strokes were stopped at this limit. The device alarmed also for volume not attained. The alarms are posted optically and acoustically. The device behavior is described in the instructions for use. The manufacturer comes to the conclusion that the flow sensor failure has not contributed to the patient outcome.